Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6), while administering an IV infusion to a patient using a sealed connector, I noticed fluid leaking from the connection point, so I replaced it with a new sealed connector and completed the procedure. Hello, I have contacted the clinical department at the hospital. The department has disposed of the problematic connector and did not retain any related photographs. After inquiring about the circumstances of the incident, the department received relevant training and clarification to prevent such issues from occurring again. We also hope to urge the manufacturer to improve its production and quality control processes to prevent complaints and adverse event reports caused by product quality issues.